Event description:
During a laprascopic gastric bypass an i60 with an ir45b reload was fired in the area of an intersecting staple line. The reload became stuck to tissue and was removed with a grasper. A small defect was noted and repaired with tissue and the patient is doing fine.

Manufacturer narrative:
The device was returned and evaluated. The anvil to housing alignment was not correct and when tested produced malformed staples. It is not known what caused the misalignment. Evaluation summary: unit fired a reload and unit produced malformed staples. The knife did not transect fully due to misalignment of housing.